Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that one communication error occurred leading to a device shutdown, due to a known design defect. (B)(4).

Event description:
It was reported that there were multiple device shutdowns during a surgery, without a confirmed number of occurrences.